Manufacturer narrative:
The customer reported (B)(6) architect (B)(6) results for two patient samples while testing with architect (B)(6) reagent, list 7c18-30, lot 69147fn00. Reproducibility testing was completed on both patient samples and results were confirmed with reactive (B)(6) results and (B)(6) results. The samples were assessed for heterophilic antibody interference however the presence of interference was not confirmed. A review of tickets determined that there is no complaint increase for the lot and there are no trends identified for the issue for the product. No patient samples were available for return. Specificity testing was performed with a retained kit of lot 69147fn00 and all specifications were met. A review of the manufacturing documentation did not identify any issues associated with the customer observation. Per product labeling the overall specificity for the architect (B)(6) assay is not 100%. A malfunction has been identified, as the device failed to meet performance specifications or otherwise perform as intended at the customer site.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that they have two patients who were previously architect (B)(6) about one year ago who are now (B)(6). Pt#1 = (B)(6). The patient tested (B)(6) . Pt#1 has not been vaccinated. Second patient tested one year ago generated (B)(4) result of (B)(6); current result (B)(6). There was no additional patient information provided. There was no reported impact to patient management.